Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v093691, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. And product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Patient reported that wires came off /was loose with his first implant. Patient stated that implant was replaced. Patient was implanted for urinary dysfunctional/sacral nerve stimulation. Additional information was received from a patient on 2017-mar-09. The patient reported that 4 months after their implant they told their healthcare professional (hcp) that something was wrong and their hcp found that the lead wire had come loose. The patient¿s implantable neurostimulator (ins) and leads were replaced. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.